Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading is 486 mg/dl. Customer has treated with manual injection. Customer stated that the blood glucose levels have been in the 500 to 600 range. The drive support cap is flush. The insulin pump has also alarmed motor error. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.